Event description:
It was reported the during cardiopulmonary bypass surgery, the tcm was causing the over-temp alarm to sound. No patient injury was reported.

Manufacturer narrative:
The field service representative replaced the a/d board and the unit operated as intended. The capacitor was found to be shortened on the board. This report is being submitted to the FDA as a result of a retrospective review of product complaints.